Manufacturer narrative:
The device is available for evaluation. It is yet to be received. Concomitant products: etoposide, MFR unknown; doxorubicin, MFR unknown; vincristine, MFR unknown; 0.9 normal saline, MFR unknown; spinning spiros, ICU medical, list and lot numbers unknown; primary plum set, ICU medical, list and lot numbers unknown; PICC, MFR unknown.

Event description:
The customer reported an extension set, 17 inch, 0.2 micron filter, clave ¿ y-site, secure lock that leaked during chemotherapy infusion and is the 5th or 6th reoccurring incident. During 24 hour chemotherapy, the patient reported wetness to their hand which appeared to be the drug. The nurse was unable to verify if it was leaking or not, so the filter was changed at 1450. The filter was applied on (B)(6) 2019 around 1100. The leak occurred after 27-28 hours of use. The cocktail of doxorubicin, etoposide, and vincristine was mixed in a 1 liter bag. Prior to use, the device was flushed with 0.9 normal saline (ns). The nurses attaches it via a spiros to a primary plum set, connects a spiros on the distal end as well, and then connects it to the patient's peripherally inserted central catheter (PICC). The typical set up on the plum set is a primary line that has 0.9 normal saline and combination medication was given on the b line. There was patient involvement, but no harm reported.

Manufacturer narrative:
H10: no product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint.